Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had insulin leak from the insulin pump. The customer¿s blood glucose level was 440 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer resolved the issue by changing their infusion set. The customer did not return the product back for analysis.